Manufacturer narrative:
Patient ethnicity is unknown. Date of event is now known. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spinal fusion surgery was performed on (B)(6) 2018.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter is company representative. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that during a spinal fusion surgery performed on an unknown date, the threaded tip of the long retaining sleeve from a matrix screw driver broke. The procedure continued without issues using the second long retaining sleeve. It was unknown if there was a surgical delay related to the event. Patient and surgery outcomes were not reported. Concomitant device reported: matrix screwdriver (product# unknown, lot# unknown, quantity 1) . This report is for one (1) holding sleeve-long for matrix this is report 1 of 1 for (B)(4).